Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
The surgeon reports patient mm a status post right total hip replacement done on (B)(6) 2019 came to the ER reporting pain in the hip. X-ray revealed a peri prosthetic fracture of the femoral component. The surgeon requested to address with a restoration modular hip replacement. The primary hip stem was removed a restoration modular hip replacement was implanted per surgical protocol. Once satisfied with stability and leg length a new femoral head was implanted. Surgery was performed without incident. No more information is available due to password secured emr. Update 04/november/2019 wg: spoke to rep. Rep confirmed the fracture was of the patient's femur, not the implant. Rep re-confirmed that no further information will be released by the hospital or surgeon.